Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 08-jun-2021, it was reported that the patient lost four infusion sets during the night as he was tossing and turning. No further information available.